Manufacturer narrative:
The tech found the left foot control cable assembly was cut exposing bare wiring. Possibly damaged when using a patient lift. He replaced the cable assembly to repair the bed.

Event description:
The account stated that the head section will un-intentionally start to run up but it does not happen all the time.